Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a procedure using a navigator ureteral access sheath, the physician "had a hard time" advancing the access sheath into the patient's ureter and then the scope (manufacturer unknown) through the sheath. Patient details, the type and date of procedure as well as procedure outcome are unknown. No further information has been forthcoming for this event.